Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of ¿white balance foggy smudging under the scope lens moisture under to lens¿. The endoscope was received with a missing distal window resulting in fluid invasion and subsequent damage to its optical components. The complete window was missing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30 degree endoscope white balance was foggy and was found with smudging and moisture under the scope lens. The procedure was completed with no reported injury.